Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the automated dispensing machines time were off by approximately one hour. A technical support specialist remoted into station and confirmed that the station time was off by one hour. A command shell was opened, and a powershell session was started to check the time zone settings. It was confirmed that the station was set to mountain standard time. The station time was manually updated, and the changes were successfully applied. An email was sent to the customer for verification, and the customer confirmed that the issue was resolved and agreed to ticket closure. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, adm time off and impacted multiple medication removal the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.